Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. During pressure testing a leak was observed at the connection of the maxzero to the mating male luer of the pressure test configuration. The leaking connector was inspected under magnification and a microchannel on the interior wall of the component was observed. The root cause of the microchannel is an equipment error during the inspection and testing process.